Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "rupture of the optic fiber of the blade without any reason, it has be discovered whilst the insertion of the mouth opening device." Alleged defect reported detected during use. It was reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). Corrected data: manufacturer has been corrected to teleflex medical (B)(4). Lot # corrected to 1704341. Catalog # corrected to 004551004. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured as per release specification. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges "rupture of the optic fiber of the blade without any reason, it has be discovered whilst the insertion of the mouth opening device." Alleged defect reported detected during use. It was reported there was no injury to the patient.